Event description:
A customer from the (B)(6) reported variability issues for eqa (external quality assessment) specimens due to colored eluates, in association with easymag® lysis buffer. The customer reported receiving a qcmd (quality control molecular diagnostic) panel comprising of ten (10) blood specimens for extraction and cmv/ebv pcr. The specimens were extracted according to the specific b protocol on the easymag®. Five (5) specimens yielded discolored eluates which were repeated, using the same protocol, resulting in three (3) being discolored. The customer stated they were unable to give a result for the eqa with brown eluates. The customer also extracted the panel using the generic extraction on the easymag® to determine if there was a protocol issue. All ten (10) extracts were markedly discolored. The next morning the customer extracted the same blood specimens using the emag®, with clear and colorless eluates produced, which were being tested on cmv/ebv pcr. The customer stated that due to the brown eluate issues, they were unable to provide results. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to any patient's state of health. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
A customer from (B)(6) reported variability issues for eqa (external quality assessment) specimens due to colored eluates, in association with easymag® lysis buffer (lot z018la1lb). An investigation was performed. An investigation was conducted for nuclisens® lysis buffer 4x1l, reference (B)(4), lots z018la1lb, z018lb1lb, z018kb1lb, z018na1lb and z019ea1lb. Customers observed an increase of colored eluates obtained after whole blood samples extractions with easymag® and emag® instruments. Several tests were conducted with nuclisens® lysis buffer 4x1l (ref (B)(4)) from several batches, including lot z018la1lb. In total, twelve lysis buffers were tested. Among them, two lysis buffers were tested on emag® (workflow 1a fully automated) and ten on easymag® (v1 and viral whole blood pre-treatment protocol with specific b protocol). Based on the worst case observed in the field which is easymag®, as it includes manual handling steps, only one colored eluate was obtained with v1 pre-treatment protocol from 80 samples tested by using several 1l lysis buffers. In conclusion, tests did not reproduce the issue observed by customers when the extraction step is performed using the validated pre-treatment protocol. Based on the investigation results, we identified three root causes that lead to colored eluates : poor whole blood sample quality, including hemolyzed, vortexed, not freshly collected samples or samples submitted to freezing/thawing cycles; easymag®-related, including tubing clogging or magnets misalignment on easymag®; handling practices either during sample pretreatment or automated nucleic acid extraction, especially when a customized protocol is used. The validated pre-treatment protocol for whole blood samples is viral whole blood protocol with 140 l of silica which must be used on easymag® and workflow 1a fully automated or workflow 5 must be used on emag®.